Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. Visual inspection found the tb20 connector damaged. The unit does not power on using ac or battery power. Internal inspection found the technology board mounting post broken and the power button metal plate loose. The power button metal plate was pressed back into the device housing mounts and the device was able to power on. The device was unable to obtain readings due to the damaged tb20 connector recessed pins. Replaced tb20 connector and measurements were obtainable. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device cuts off and on. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device cuts off and on. No patient impact or consequences were reported.